Manufacturer narrative:
Citation: lunardi m et al. Physiological versus angiographic guidance for myocardial revascularization in patients undergoing transcatheter aortic valve implantation. J am heart assoc. 2019 nov 19; 8(22): e012618. Doi: 10.1161/jaha.119.012618. Published online 2019 nov 13. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the clinical outcomes of fractional-flow-reserve-guided versus angiography-guided revascularization of the coronary arteries in patients who underwent transcatheter aortic valve implantation (tavi). All data were retrospectively collected from a single center between march 2010 and december 2018. The study population included 216 patients and was predominantly female with a mean age of 84 years. Of those, 51 were implanted with medtronic corevalve, evolut r, or evolut pro transcatheter bioprosthetic valves. No serial numbers were provided. Among all patients, 41 deaths occurred during the 2-year follow-up period. Of those, 10 were due to cardiac causes. Multiple manufacturers were involved in the study and no further details about the deaths were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: stroke/disabling stroke (all strokes were diagnosed by a heart team neurology specialist); acute myocardial infarction (peri-procedural or spontaneous); elevation and/or decrease in cardiac biomarkers; percutaneous coronary intervention after tavi; life-threatening bleeding; and major vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.